Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number:1627487-2022-04997, 1627487-2022-04998. It was reported that the had high impedances on one lead and the other lead had migrated. The patient was also experiencing pain at the ipg site. As a result, the ipg was reimplanted on (B)(6) 2022 and the leads were explanted and replaced. Effective therapy was established post-operatively.